Event description:
A malfunction on the pump was reported by the caller, with a malfunction code of malf 16 displayed. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance with resetting the pump, after which the same malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to contact support again if the malfunction code appeared in the future, and they acknowledged and understood these instructions.